Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed fourteen clips as intended and finally the device locked out. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not secure the vessel after 3-4 firings. The clips were malformed. The patient was sent for an ercp, but it is unknown if the ercp was related to the device issue. Another device was pulled to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.